Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) and flail and calcified posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the posterior leaflet. Another mitraclip was implanted. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay or adverse patient effects reported.